Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that customer's insulin pump had a prime anomaly. Insulin was squirting out during the prime process. The device did not detect the reservoir. Customer's blood glucose was 112 mg/dl. The device passed the displacement test. The drive support cap was sticking out. Customer was advised to discontinue use and revert to a back up plan. Nothing further reported.